Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr femoral component, catalog#: 183008, lot #: j6031721, biomet tibial tray, catalog #: 141212, lot #: 792210, biomet finned primary stem, catalog #: 141314, lot #: 845380, series a patella standard, catalog #: 184768, lot #: 880170. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a right total knee procedure. Subsequently, patient is experiencing a tight knee and is scheduled for a future revision procedure to implant a custom smaller poly. The femoral and tibial components are well-fixed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received. History record (DHR) was reviewed with no deviations identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, the patient is experiencing a tight knee. It was previously reported that patient was scheduled for a revision procedure, but the revision procedure has not yet occurred and will not occur at this time.